Event description:
It has been reported that the pt was implanted a sidus stem-free shldrhum anchor l on the right side on (B)(6) 2014. Currently, the pt is being monitored due to mechanical clicking when performing pendulum exercises.

Manufacturer narrative:
The manufacturer did not receive devices, and/or x-rays for review, as the pt has not been revised. Other source documents (operative report and (B)(4)) were provided. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).